Event description:
Customer reported, receiving erratic readings on her freestyle flash blood glucose monitor. Customer reported, receiving readings of 43 mg/dl, 36 mg/dl and 97 mg/dl within 10 mins. All tests were performed on the arm. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.